Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic), multiple high rate non-sustained episodes and one non-sustained ventricular tachycardia episode with noise. The physician called and stated the patient had a procedure using electrocautery which was the cause of the noise and alert. There was no lead malfunction described. The device is still in use. No patient complications have been reported as a result of this event.